Event description:
It was reported that the patient underwent a stenting procedure to treat a target lesion in thr heavily calcified and tortuous distal right coronary artery. The 3.0 x 08 mm xience xpedition was advanced to the target lesion, but was unable to cross due to the patient anatomy. The physician pushed on the device and the shaft of the delivery system kinked, then separated outside the patient anatomy, at a location approximately 6 inches from the proximal end. The device was easily removed from the anatomy. The 2.75 x 08 mm xience xpedition was then advanced; however, this device also was unable to cross to the target lesion due to the patient anatomy. The physician pushed on the device and the shaft kinked, separating at a location outside the patient anatomy, about 6 inches from the proximal end. The device was easily removed from the anatomy. A non-abbott stent delivery system was used to treat the target lesion. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system electronic instructions for use states: note: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. Based on the reviewed information, no product deficiency was identified. The 2.75x08mm xience xpedition referenced is being filed under a separate medwatch report.